Event description:
Caller reported a cartridge alarm, identified as cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in loading a new cartridge correctly, allowing the caller to successfully resume insulin therapy, and the issue was resolved.